Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens, (iol) the leading haptic presented straight and facing the wrong way, twisted. The surgeon could feel the excess pressure in the insertion system. The doctor removed the lens and selected another pcb00 lens. There was no impact to the patient, the removal of the injectors was completed without damage to the eye, or enlarging the wound edge (incision). On the second lens insertion, the same event occurred. The doctor choose to use a non amo lens for the replacement. A ten (10) minute delay was reported. The preparation and advancement of the lens with the plunger within the insertion/delivery system was reviewed by the amo specialist. The preparation and advancement of the lens was performed per the guidelines. This report represents the second lens attempted.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The plunger component was observed in advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed and the lens of the preloaded system was observed stuck/jammed at the cartridge tip. Part of the haptic was observed out of the cartridge tip. No detached or broken haptic was observed. The reported issue as ¿leading haptic straight and facing wrong way¿ was confirmed in the returned sample. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.